Event description:
It was reported that during a coronary artery drug eluting stenting procedure one taxus express2 8.8% 3.0x12 mm (lot 7207272) was unable to cross a lesion in the intraventricular artery (iva). Upon retrieval of the device toward the guide catheter the stent became partially uncrimped from the delivery device. The effect to the pt is unk and further info has been requested.

Event description:
It was further reported that the stenosis was actually in the "common trunk" and there was no calcification noted. The physician did not predilate the lesion prior to the attempted stent placement. It was noted that the guiding catheter did not have a good "stand" and therefore was not well positioned in the coronary axes. The stent did not cross the lesion, and when the physician wanted to retrieve it, it stuck to the extremity of the guiding catheter. The physician finally succeeded at withdrawing the stent by pulling out the guiding catheter and the stent at the same time. There were no complications noted for this pt.